Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis without the proximal shaft. The reported deflation difficulty and difficult to remove could not be replicated in a testing environment due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficult to remove and treatment appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch, additional information received reported that indicates the balloon completely failed to deflate, and that the balloon was held negative for 30 seconds. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left main to proximal left anterior descending coronary artery. A xience xpedition stent was deployed without difficulty. The 3.5x15mm trek rx balloon dilatation catheter (bdc) was advanced to open the struts at the circumflex bifurcation. After inflation to nominal pressure, the balloon would not deflate. The 3.5x15mm trek rx bdc balloon was withdrawn up to the guiding catheter. The guiding catheter was removed and a new 11fr guiding catheter was used. The inflated 3.5x15mm trek rx balloon could be withdrawn into the 11fr guiding catheter and the 3.5x15mm trek rx was removed from the patient anatomy. The procedure was successfully completed with another bdc to open the previously implanted stent struts. There was no adverse patient effect. No additional information was provided.